Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient was brought back into clinic on (B)(6) 2022 and programming changes were made. The patient was stable throughout.